Event description:
S/p posterior spinal instrumentation and fusion t3-l2 using allograft and autograft bone with ponte the osteotomies and t4-5, t5-6, t6-7, t7-8 for scheuermann's kyphosis; t3 hooks pulled off requiring revision. Concern for less-than-ideal curvature of rods. Per revision surgeon, manufacturer has been notified.